Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the embolization remains unknown.

Event description:
The atrial septal defect measured 29-31mm by echocardiogram and a 30mm amplatzer septal occluder (aso) was successfully implanted. The aso embolized shortly after release and the patient was referred to the surgical department to remove the aso.